Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patients' system was explanted and replaced by different neuromodulation company.

Event description:
It was reported that the scs system was not proving effective coverage of pain relief in the cervical region and as such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.